Manufacturer narrative:
Combination product: yes, neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the corresponding IFU advises the user to perform pre-dilation prior to stent positioning.

Event description:
The orsiro mission drug-eluting stent system was chosen for the treatment of an 99 percent stenosis with mild calcification within the rca. The orsiro mission was inserted without pre-dilatation, but did not pass through the lesion. The procedure was completed successfully using a stent from another company.